Event description:
It was reported that during a procedure using paragon t2 with integrated cable, the indication ring on the wand dissolved and fell into surgical site. All debris was able to be removed arthroscopically and the procedure was completed without any significant delay. There were no pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.